Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08334. It was reported, the patient experienced painful headaches due to a cerebrospinal fluid leakage 2 days after undergoing a trial procedure on (B)(6) 2015. Reportedly, the leads were pulled on (B)(6) 2015 and a blood patch was done as treatment thus resolving the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.